Manufacturer narrative:
Tw # (B)(4) updated sections. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 09/19/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device or the intact cannula and c-ring. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- scope" was not confirmed. The lot # 3000346359 history record review was completed. There was one (01) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there s no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector (ous) cannula would not allow the 7mm extended length endoscope through during insertion. A new device was opened to complete the procedure. No delay. Another new set of vv7 was deployed immediately. No harm.